Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The complaint could no be confirmed and root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that the pen ndl 31g 5mm 3b 90 CT needle broke off during use while injecting insulin into the stomach. The following information was provided by the initial reporter: "I would like to raise a concern as I use bd vita needle heads on my insulin flex pens the other evening I was doing my insulin and as the needle entered into my stomach the needle broke I¿m very lucky that the needle didn¿t stay in my stomach"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 31g 5mm 3b 90 CT needle broke off during use while injecting insulin into the stomach. The following information was provided by the initial reporter: "I would like to raise a concern as I use bd vita needle heads on my insulin flex pens the other evening I was doing my insulin and as the needle entered into my stomach the needle broke I¿m very lucky that the needle didn¿t stay in my stomach".